Manufacturer narrative:
(B)(4) date sent: 7/6/2016 additional information was requested and the following was obtained: per the rep, the patient was transferred to a critical care hospital for the reoperations. She has been told that the patient has had four additional surgical procedures since the initial surgery, but it details are not known. Were there any issue noted in regard to clip formation in the primary procedure? No. How many clips were placed on patient side of cystic duct? Not dictated. Is there any allegation the clips fell off? Not dictated. What was the condition of the bile duct during the second procedure? Not observed due to fluid accumulation. Were the clips seen on the duct? Not dictated. Does the surgeon know if the patient had any duct abnormalities? No. What was the condition of the bile duct at time of surgery (thick, inflamed, pliable, etc.)? Not observed. Is there any additional information available regarding the additional surgical procedures? Surgeon consulted with larger hospital in the area and was requested to send patient elsewhere for ercp after fluid removal.

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the patient required a reoperation for a bile leak. The initial procedure was performed (B)(6) 2016. During the case, the device fired fine the first time but on the second firing the handle locked and it could not be fired plastic to plastic. The device was removed from the patient and the clip was removed from the device and cycled through the firing outside the patient. The device was used to fire two clips on the cystic duct and three more clips on the cystic artery. The case was completed and the device was discarded. On (B)(6) 2016, one day after the procedure, the patient went to the emergency department. The patient signs and symptoms are unknown and diagnostic testing is unknown. The patient required reoperation for bile leak. The patient was found to have 1200 ml of bile in their abdominal cavity. The patient was transferred to a larger level one hospital, (B)(6) hospital for an ercp and stent placement. The specifics of the subsequent procedures were not known. The patient has required four additional procedures since the initial procedure, all due to the same issues. The patient is reportedly now doing well.